Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024, reported as from october 6, 2024 - october 15, 2024. D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was damaged. The event was further described as ¿the twist clamp was overturning (about 2mm) and pinching closed the tubing inside the transfer set¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The photographs were visually inspected and they did not show visual evidence of the reported condition. The reported condition was not verified with the samples that were provided. Should additional relevant information become available, a supplemental report will be submitted.